Event description:
It was reported during the procedure to implant the patient's scs ipg, the company representative was unable to connect to the ipg. The representative made multiple attempts to connect to the ipg, but was unsuccessful. A new ipg was used and implanted without issue. The device was returned to the manufacturer for analysis.